Event description:
Report received of an under-delivery of tpn. The patient was recieving tpn 1000ml at a rate of 70ml/hour. It was reported that the tpn was supposed to be completed at 0300 on event date but that at 0800, there was still 500ml remaining in the IV bag. There were no pump alarms. The pump was changed and the same tubing was used on another pump. The infusion was continued without further reported event on the new pump. The customer contact felt that the tubing may have been crimped in the first pump. There was no reported adverse patient event and no medical interventions were required.